Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported discrepant test results between ih-cell I-ii and ih-panel 11. Sample (B)(6) yielded a positive test result in ih-cell I-ii on 6/17/2025 using their ih-1000 instrument, sn (B)(6) (this report). The sample was tested the same day using ih-panel 11 on their ih-1000 instrument, sn (B)(6) (please also refer to report 9610824-2025-00023) and all results were negative. The investigation of both instruments showed that the image from ih-1000, sn (B)(6) (report 9610824-2025-00023) is clearly positive and the interpretation is justified. Retention samples of the current lots of the allegedly defective ih-cells and ih-panel cells used by the customer were tested in our quality control laboratory. As part of the complaint testing, 6 (six) various known antibody samples and 2 (two) antibody free donor plasma were tested on the ih-1000. Since the affected reagent red cell lot has already expired, testing was carried out with the current ih-panel 11 lot 9522011. In addition, all samples were tested with ih-ceil I-ii-iii. The testing was carried out with the batch of ih-card ahg anti-igg, that was also used by the customer.all tested antibodies reacted specifically and could be identified without exception using ih-cell I-ii-iii and ih-panel 11. We cannot confirm the discrepancies between abs and abid resuits complained by the customer. The investigation of both instruments showed that the image from ih-1000, sn (B)(6) (report 9610824-2025-00023) is clearly positive and the interpretation is justified. Image investigation of the ih-1000 instrument sn (B)(6) (this report) showed faint agglutinations in the well, almost no button and the interpretation is negative but appears to be positive. Our investigation showed that there was a clot in the needle. Due to the clot, the dat sample did not have proper pipetting and less than expected reagent red blood cells were released. Due to this, the texture in the gel was in the threshold of question mark on our image analysis. As we did not receive the calibration files of the instruments, we can only speculate that the result occurred due to insufficient camera adjustments. The camera has been adjusted by one of our field service engineers after this issue was reported.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported discrepant test results between ih-cell I-ii and ih-panel 11. Sample (B)(6) yielded a positive test result in ih-cell I-ii on (B)(6) 2025 using their ih-1000 instrument, sn (B)(6) (this report). The sample was tested the same day using ih-panel 11 on their ih-1000 instrument, sn (B)(6) (please also refer to report 9610824-2025-00023) and all results were negative. The investigation of both instruments and the respective reagents used is still ongoing.